Event description:
It was reported that the user experienced a low blood glucose event with a measured value of 68 mg/dl while using the ilet and treated the episode with oral glucose tablets, after which glucose stabilized; the caller inquired about performing a factory reset and was referred for additional training to review whether a reset is appropriate. Symptoms included hypoglycemia. Outcomes included recovery without escalation of care. Investigation included troubleshooting and education with referral to clinical support for further assessment. Investigation of this case revealed no confirmed device malfunction and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.